Event description:
The customer reported an air leak from the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the insertion tube coating was peeling off. This report is being submitted for the malfunction (coating peeling) found by service during the device evaluation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, the insertion tube coating was likely peeling off due to use stress, external factors, and handling of the device. However, a definitive root cause could not be determined. During inspection and testing, service observed a leak in the universal cord. In addition, service found cracks in the light guide lens, the insertion tube had wrinkling, and the bending tube and insertion tube were collapsed. The bending angle was insufficient due to stretching of the angle wire. The angle lever was catching during operation. Poor insulation performance of the adhesive part of the bending rubber was observed. The electrical connector contact pins had corrosion. Scratches were observed on the control section, adhesive on the bending rubber, switch box, grip, angle levers, up/down plate, and scope connector, due to external factors. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur and are likely due to wear and tear damage from use over an extended period of time. Olympus will continue to monitor field performance for this device.